Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer's mother stated that the sensor blood glucose kept saying very low and removed sensor. The customer's mother was walked her hot to turn the sensor off. The customer declined transfer to 24 hour helpline.